Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug (n/a n/a at n/a n/a) via an implantable pump for unknown indications for use. It was reported that they dropped their communicator and seemed like it was taking "a long time" to connect to the personal therapy manager (ptm). The patient said, it used to go to 100% "really quick" but now it goes "all the way to 90 percent and then it gets stuck for about 3 minutes." The patient did not have the equipment with them at the time of the call. The patient will call back with the equipment for further troubleshooting. The patient with external devices and connection to pump was as expected. Per ptm, bolus duration: 3 min lockout: 2 hours bolus restriction: 6/12 bolus per day 12. The patient will call back if she needs further assistance.